Event description:
The customer reported ise (ion selective electrode) and mc (module chemistry) failing calibration on their unicel dxc 800 pro synchron system. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore personal protective equipment consisting of a lab coat, gloves, and protective eyewear; no exposure through direct contact with leaked fluids was reported.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak at the mc (modular chemistry) sample syringe t-valve, which caused the syringe drive assembly to also fail. The fse assigned the cause of the issue to the leaking t-valve. The fse replaced the t-valve and syringe drive assembly. The t-valve was tested by beckman coulter, however, the problem could not be reproduced and t-valve failure could not be confirmed. The t-valve was verified within specification. The cause of the event is unknown.